Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons are unable to activate the system) has been confirmed. As received, the rear response button was found to be defective. The root cause of the defective response button cannot be positively identified. No adverse event resulted from the inoperative response button. The patient was issued a replacement monitor.

Event description:
A (B)(6) male patient contacted zoll customer support to report that the system will not power on correctly. He stated that the response buttons are not activating the monitor. The patient was issued a replacement monitor.